Event description:
It was initially reported that the pt was having her device explanted due an "impedance warning observed". It was later noted that there was a dcdc=7 observed during a diagnostics performed. It is unk about the cause of the high impedance at this time. The pt's generator and lead were replaced and returned to the MFR, but the analysis has yet to be performed. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.